Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-body: pink rubber cut, c-body: missing ke45@ forceps cover and light guide lens pinhole on cement. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a had in hole in the tip of the ultrasound gastrovideoscope. This event occurred during reprocessing. There was no patient involvement.